Manufacturer narrative:
The reported failure was "no comm" error. "No comm." Means that communication via the din bus with the hl20 console is disturbed. This provides the pump with information, for example, which module has triggered a stop. The pump then only runs in free mode. The most probable root cause is the defective control board. In the control board are separate tranceivers for the din bus with separate power supply and signal routing.the reported failure was already investigated in a similar complaint #(B)(4) ( investigation report# lce03268) as follows: the communication via the din-bus was interrupted. One or more defective solder points caused most probable the interrupted communication via din-bus. Other possible causes are: defect in one of the optocouplers that galvanically isolate the signals from the processor. Defect of the separate power supply for the interface broken cable, defective solder points. Thus the reported failure "no comm" error could be confirmed. It is unknown when the event occurred, was the device being used for treatment or diagnosis of the patient the hl20 in question was responsible for this complaint/event. The occurrance rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required." The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
The reported failure was "no comm" error message. (B)(4).